Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18479. It was reported the pt ceased using her scs system as it was not relieving her pain. The pt's scs system was subsequently explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.